Event description:
It was reported this balloon burst at 25 atmospheres following multiple inflations during a sheathless hemodialysis fistula graft dilatation procedure. Resistance was encountered removing this balloon catheter from the pt. Continued exertion against resistance resulted in the balloon and a portion of the catheter shaft detaching in the pt. Retrieval of the detached balloon and catheter segment via a cut down was uneventful. The pt's condition is good. A portion of the balloon catheter was rec'd, evaluated and retained by this MFR. The distal catheter segment and balloon were not rec'd for eval. The point of breakage on the shaft was rough and uneven. The distal bond as well as the distal and proximal radiopaque markers were missing and not rec'd for eval. Adhesive was located on the proximal bond area. No balloon material was located on the catheter shaft. The distal 10 centimeters of the catheter shaft was elongated. The catheter shaft was also kinked at 2.3, 5.9 and 9.3 centimeters from the distal end. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's follow up revealed this balloon was inflated well beyond its rated burst pressure. Additionally, an introducer sheath was not used with this balloon catheter and resistance was encountered upon removal of this balloon catheter. This device displayed characteristics consistent with overpressurization, a badly kinked catheter shaft and exertion against resistance, an elongated catheter shaft. Co believes the above factor may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "the minimal dilating force required to dilate should be applied, minimizing the risks of balloon over-inflation or rupture...caution: do not exceed recommended use pressure during this process...when inserting a catheter through a badly scarred area, use of an introducer sheath is recommended...if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."